Event description:
The customer reported, the power cord is loose and causes system to reboot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended. (B)(4).